Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Programmer data shows a lead integrity alert on (B)(4) 2011. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2011. There were three ventricular nst (non-sustained tachycardia) less than or equal to 170 ms between (B)(4) 2011 and (B)(4) 2011. The ventricular short interval count (v-sic) equaled 7.8 counts avg/day, in 65.16 days, between (B)(4) 2011 and (B)(4) 2011.

Event description:
It was reported that the lead integrity alert (lia) was triggered due to oversensing and noise on the right ventricular (rv) lead. Isometrics and pocket manipulation did not produce noise. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead integrity alert (lia) was triggered due to oversensing and noise on the right ventricular (rv) lead. Isometrics and pocket manipulation did not produce noise. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.